Event description:
In a short period, after the ivtm therapy started, the user observed saline level decreased in the bag. The cool line catheter (lot # 155921) was replaced, and the patient treatment was completed without any issue. The customer did not replace the saline bag prior to the leak investigation. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the cool line catheter (lot # 155921) leak was confirmed during functional testing. A pinhole leak was observed at the proximal end of the distal balloon. The probable root cause for the reported complaint could be due to a latent material defect. The customer did not replace the saline bag prior to the leak investigation. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. The blood residue was observed inside the balloons and luered tubings. A functional leak test of the returned catheter was performed, and all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the distal balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no history of previous complaints reported for cool line catheter lot number 155921.